Manufacturer narrative:
The product investigation revealed that there was damage to the heat shrink tubing. There were cut marks on the heat shrink indicating that another instrument came in contact with it and causing the heat shrink to become dislodged. Additional testing was done on the same lot number revealed that the heat shrink tubing was secure on the tip. The cause of the complaint may be the result of user error. The heat shrink tubing was retrieved and no harm came to the patient.

Event description:
Heat shrink tubing came off the tip and fell into the patient. Heat shrink tubing was recovered and no harm was done to the patient.